Event description:
Customer reported flap striae in patient's left eye. One day post op visual acuity was 20/50 in the left eye. Patient complained of blurred visual acuity in the left eye only. Treatment (flap lift and rinse) was performed on (B)(6) 2013 in the left eye and visual acuity was 20/25. An oral steroid was not prescribed. Topical steroid dosage was not increased. Patient did not experience a loss of best corrected visual acuity. Pre-op bcva was 20/25 on both eyes.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.